Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced with a spectra penile prosthesis. The ipp was explanted and a new spectra consisting of a 9.5mmx20cm cylinders were implanted.